Manufacturer narrative:
Weight, ethnicity¿ unknown, not provided. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was explanted from the patient's left (os) eye during the second procedure because of visual disturbances. The lens was replaced with a different model lens. There was no additional surgical intervention required. The cartridge used with the lens has been discarded. No further information provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes, returned to manufacturer on: 5/6/2021 section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted